Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had infection. The patient had chest pain and received shocks for supraventricular tachycardia (svt) in ventricular tachycardia (vt) and ventricular fibrillation (vf) zone. The physician verified that patient now has rate control with medications and that the monitoring only zone was turned off. Device setting was reprogrammed. Field representative indicated that the cause of the infection was unknown. The plan was to allow the infection to heal and then re-implant a new device at a later time. To date, this device still remains in service. There were no additional adverse patient effects reported.